Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited image noise and temporarily the image could not be seen. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found due to damage on the charged coupled device unit, image noise occurred and temporary the image could not be seen. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The device was returned to olympus for evaluation and the customer¿s allegation was/was not confirmed. Event happened during the procedure and the procedure is therapeutic. The intended procedure was completed and the device was inspected before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to b3 and b5. The information included in b3 and b5 was inadvertently omitted from the initial medwatch report. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defect was caused due to breakage of image sensor unit (i.e. Disconnection) by stress of repeated use, external factors, or handling, or that the components (i.e. Integrated circuit (ic) chip and capacitor), mounted on the electric circuit board had a defect. The event can be detected/prevented by following the instructions for use which state: the instruction manual operation manual "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.